Manufacturer narrative:
Concomitant medical products: product ID 3889, lot# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient was going to the doctor because their lead was loose. Additional information was received by the patient. The patient hadn't met with their healthcare provider (hcp). No patient symptoms and no further complications have been reported as a result of this event.